Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found abrasion at 4.7 cm to 5.0 cm from the connector pin. The coil was exposed in this area. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(4).